Event description:
This supplemental report is being filed as the evaluation result codes and evaluation conclusion code have been updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that shock impedances on the right ventricular (rv) lead connected to this implantable cardioverter defibrillator (ICD) were gradually increasing and eventually reached greater than 125 ohms. No adverse patient effects or interventions were reported. This ICD and the rv lead remain in service.